Event description:
It was reported that during a lap arota femoral bypass procedure, the clip applier did close correctly. Unformed clips dropped out of the applier jaw. Another device was opened to complete the procedure. There were no adverse consequences to the patient.